Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128, (lot: va2v3xy); product type: 0200-lead; implant date: (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that x-ray confirms battery was flipping in pocket and lead broke at 2 spots. Troubleshooting included an x-ray and impedance check confirming damaged lead. Cause was not determined. A return of baseline urinary incontinence was reported. Device removal will be scheduled - patient does not want to re-implant. The issue is ongoing.